Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during sterile processing it was observed that the small battery drive did not go in reverse. It was reported that there was no delay in a scheduled surgical procedure and an unspecified spare device was available for use. It was reported there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown, however it was reported that the event occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the unit would not run in reverse and then stopped working completely, and the triggers were sticking. It was further determined that the electric motor was not functional and the electronic control unit contacts and internal components were corroded. The assignable root cause was determined to be normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.